Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours on the arm.

Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the external portion of the soft cannula that would cause leaking during wear. The exposed portion soft cannula was observed to be stretched, flattened, and damaged. It could not be determined when this damage occurred. A leak was observed on the unexposed portion of the soft cannula. Because the device is sealed, this internal damage would not result in leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.